Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a moderately calcified left common femoral artery using the pre-close technique with a proglide device via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, there was no problem removing the proglide device from the anatomy; however, the posterior foot of the device separated. The physician's assumption is that the foot separated in the patient; however, no imaging was done to confirm this. The sutures of two new proglides were successfully pre-placed. The sheath was upsized to a 12f sheath and the evar was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.